Manufacturer narrative:
(B)(4)

Event description:
Atrial oversensing has reportedly been observed during the follow-up of (B)(4) 2015.

Event description:
Atrial oversensing has reportedly been observed during the follow-up of (B)(6) 2015.